Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) exhibited inappropriate shock due to incorrect interpretation of signal. It was noted that the same event was observed previously on (B)(6) 2023 via remote transmission and made a medication change. Programming changes were made at this time. Patient had experienced discomfort from the shock. Patient condition was stable.